Event description:
The physician reports that the crystalens trailing haptic tore when delivering the lens using the staar lens injector system. Intervention was performed intraoperatively to enlarge the original incision, remove the damaged iol, and suture the incision. A second crystalens was implanted successfully.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Root cause: according to the physician, the cause of the lens damage was related to use of the lens injector system where the lens was loaded incorrectly and the foam tip plunger overrode the lens.